Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Posterior capsule rupture is indicated as a potential adverse event related to iol implantation as stated under the warnings section of the product's instructions for use (IFU). The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. We could not confirm the reported event from provided photo. The product was not returned. No abnormalities were found in production and inspection records of the product. (Serial no.: tbq223d8; model: 251). The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in china. Posterior capsule rupture after implanting the iol into the capsular bag on (B)(6), a posterior capsule rupture was observed. Upon repeated review of the surgical video, it was suspected that the haptic tore the posterior capsule. In this case, the rupture was extensive. One week after surgery, significant iol dislocation was noted, and on november 13, an iol repositioning surgery was performed. The iol is currently in place, intraocular pressure is normal, and the patient will continue to be closely monitored. Product remained in eye after clinical assessment; patient has recovered and is fine; relpositioning surgery problem code: a051102 - sharp edges.